Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a screen flickering. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11 a getinge fse was dispatched to evaluate the unit, after checking, it was found that when the screen vibrated, the screen image was shaking. We will offer a price, new video receiver pcb board and signal cable he will offer a price later, (B)(6) 2025 make a change to the parts according to order (B)(4) cable, video receiver to lcd 1 piece and pcb, color video receiver 1 piece. He replaced cable, video receiver to lcd (d012-00-1747) and pcb, color video receiver (d670-00-0736) tested, can be used normally, with invoice placed at the parcel.